Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had an oxygen sensor issue. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.

Event description:
The manufacturer received information alleging a ventilator had an oxygen sensor issue. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: not returned to manufacturer.